Event description:
Rep, called and said customer alleged, that with patient in bed, they smelled electrical smell and visibly saw smoke. Patient was not injured. Rep, found the u19 was compromised on motor control board.

Manufacturer narrative:
Patient's nurse, stated that the patient alleged they felt heat from the bed and got out of the bed. Nurse alleged that the bed emitted an electronics order. Nurse stated that there were no injuries. She removed the bed from service. Rep, found that the bed had no bed functions and the motor control board was discolored. Rep, replaced the motor control board and the bed functioned properly.